Event description:
The recipient is reportedly experiencing a skin flap infection. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent an anti-inflammatory procedure on (B)(6) 2022. The recipient's infection has resolved. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The infection is not believed to be device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.